Event description:
It was reported that after the customer filled the cartridge it began leaking from the septum. Cartridge was loaded with over 300 units of insulin. There was no impact to customers blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.